Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8; h2; h3; h6; h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on the camera unit was observed, noise occurred, damage on the cover unit was noted, and water tightness was lost. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reportable malfunction was traced to damage on the camera unit. The probable cause of the additional reportable malfunction¿damage on the cover unit found during device evaluation¿was traced to loss of water tightness. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented no image/ green image during setup/ inspection for use, before patient in room. There were no reports of patient involvement.